Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the table top illuminator was not working. Additional information has been requested.

Manufacturer narrative:
The xenon lamp was received and a visual assessment of the returned sample showed that the lamp was broken off. The complaint was confirmed with the nonconforming xenon lamp. However, how or when it became nonconforming could not be determined. The root cause of the reported event can be attributed to the non-conforming xenon lamp. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The company service representative examined the system and replicated the reported event. The xenon lamp was replaced to resolve the issue. The system was then tested and met all product specifications. The system was manufactured on december 15, 2014. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the non-conforming xenon lamp. The manufacturer internal reference number is: (B)(4).